Event description:
It was reported that the patient received an end-of-life message for the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.